Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6). A hls module advanced 5.0 with hoses was returned. The pattern was heavily clotted. The venting membrane was also clogged. Tubes were removed and disposed. The sample was cleaned several times with sodium hypochlorite. Tightness test performed. No leakage could be detected. Clots can be confirmed. Since the original complaint stated that no clots were visible, it can be concluded that the clots were formed during the transport of the oxygenators. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
Ref.: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Investigation still in progress.

Event description:
According to the customer: the customer complained of the patient rapidly dropping their po2 after 3-5 hours on cardiohelp. Blood gases were taken post implant of cardiohelp and were recorded around 480. Within 3-5 hours they dropped to 120 implying that gas exchange was not taking place. There were no clots or increase in delta p observed during this time period. A new centrimag circuit with quadrox was swapped out for the cardiohelp and po2 went back up and stayed there. There was no patient injury. Additional information: there were no negative consequences for the patient. (B)(4).